Event description:
Inbound. The patient describes leaking from the tubing at the filter after starting yesterday. No symptoms reported. Stated this is the third time for leaking. No further details provided. Diagnosis or reason for use: pph. Is the product compounded: no. Is the product over-the-counter: no.